Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 5 years and 11 months following the implant of this transcatheter valve, the patient was hospitalized due to an acute myocardial infarction (mi). An echocardiogram was performed that revealed the valve failed due to stenosis, and a computed tomography (CT) scan was performed that revealed calcification on the valve leaflets.

Event description:
Additional information was received that diagnostic cardiac catheterization was performed. Additionally, pharmacological therapy was provided to address the failed valve. Per the physician, the cause of the mi was due to the valve structural valve dysfunction (svd) and aortic stenosis, and the transcatheter valve contributed to the mi. The patient's anatomy, specifically calcification, was noted as a contributing factor to the mi.

Manufacturer narrative:
Updated data: b2. B5. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.